Event description:
During an in clinic follow up, the patient experienced discomfort due to increased capture thresholds and decreased pacing impedance on the right ventricular (rv) lead. X-ray imaging was performed and the rv lead was found to be micro-dislodged. The rv lead was repositioned to resolve this event. The patient was stable.